Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was confirmed that liquid was inside the machine pressure line tube, and flow sensor. The se reported that the data acquisition (da) board, and flow sensor assembly were replaced to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The suspected flow sensor assembly was returned to philips for evaluation. The technician documented the following conclusion/root cause, "tech verified and observed signs of moisture/contamination during visual inspection. Tech operated the flow sensor assembly with connection to standard test bed (stb) without any issue. Product investigation lab (pil) could verify the moisture/contamination into the gas delivery system (gds) manifold due to suspected atmospheric conditions." The suspected flow sensor assembly was returned to philips for evaluation. The technician documented the following conclusion/root cause, "the suspect data acquisition printed circuit assembly (pca) operates on the stb without any issue. However, tech could not observe any signs of moisture/contamination. Pil could conclude that no fault found." The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had visible moisture in the air outlet port. The device was in clinical use when the issue occurred. There was no medical intervention or delay in therapy reported. No patient or user harm reported. The customer reported seeing water coming out of the air outlet port. The customer requested that the device be evaluated. Investigation ongoing / resolution pending.